Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they didn't received any ID card implanted on (B)(6) 2019 and 3 months ago the device stop working and patient requested a replacement of interstim device a month ago and currently still not receiving the device. No further complications were reported/anticipated at this time.